Event description:
A patient (pt) contacted our firm via email to report having developed corneal ulcers while wearing acuvue oasys contact lenses (cl). On (B)(6) 2011 our firm received the email from the patient who stated that he/she had been a long time wearer of acuvue 2 brand contact lenses (cl) and recently switched to acuvue oasys brand contact lenses. The patient wanted to know the difference between the two because since switching to oasys he/she "noticed that eyes were going completely bloodshot after about 2-3 hours of wearing them." The patient stated that he/she was "treated for eye ulcers for over a month, perhaps related to something else and simply poor timing." The patient resumed cl wear and tried the lenses again but his/her eyes were instantly bloodshot again. The patient did not indicate which eye was affected, the wear schedule or the cleaning solution that he/she was using. The patient did not provide the treating eye care professional's contact information. Our firm has made numerous unsuccessful attempts to contact the patient for additional information and retrieval of the suspect product. A device history review was not performed because the lot number was not available. Corneal ulcer may or may not be a serious injury. Based on the limited information received, this injury being reported as a serious injury as a worst case.

Manufacturer narrative:
Any additional information will be reported within 30 days of receipt. (B)(4). Device labeling single use or reuse. Method: device not returned, no evaluation can be performed. Conclusions: no conclusions can be drawn.